Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the right ventricular lead. The lead was repositioned and is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.